Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a field service engineer contacted the customer, guided them to clear the failure over the phone, and the customer successfully recovered the storage space. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had failed and could not be restored, requiring maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.